Event description:
The distributor reports the battery casing does not function. The facility confirms device was used in an orthopedic procedure on an unknown date in march 2013. It is reported the procedure was not delayed as a spare device was available and was used to complete the procedure. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.